Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that customer experienced hypoglycemia. Customer's blood glucose value was 31 mg/dl and 54 mg/dl. The customer was treated with drank juice and fruit snack. The device will not be returned for analysis.